Event description:
A malfunction alarm was reported by the customer, identified by a malfunction code. There was no reported adverse impact to the customer's blood glucose level. The customer did not reset the pump prior to this report, so cts provided pump reset information and assisted with the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if issues arise again.